Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's left lead is stimulating their ribs. The patient is receiving adequate therapy using the right lead. The healthcare provider (hcp) is ordering an x-ray to see if lead migration is the issue. No further complications were reported or anticipated.